Event description:
The customer contacted olympus to report a blockage and angulation problem with the evis lucera elite gastrointestinal videoscope. The malfunction was found during reprocessing and the procedure was completed with the same device. There was no patient injury reported. During inspection of the customer returned device, olympus repair center found black / white debris protruding from the mouth of the air / water nozzle. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
The following minor defects were found: distal end adhesive has uneven edge, aspiration housing colored ring worn, air/water housing colored ring worn, misty image, up/down/right angle not to specification, knobs play evident, air/water blockage evident, water removal not to specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a brush broke when brushing the a/w valve, and bristles of the brush entered the a/w channel and may be clogged in the nozzle. It is also possible the use of gauze with lint for reprocessing, the lint entered the a/w channel and clogged in the nozzle; or the watertight packing, silicone adhesive, or silicone parts of peripheral device were broken and entered the channel and clogged in the nozzle. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities: inspection of the air-feeding function, inspection of the objective lens cleaning function. All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t) check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use.) Olympus will continue to monitor field performance for this device.